Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion's jaw wouldn¿t close and became stuck during a case. No patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. This is a known manufacturing issue, and CAPA-00348 has been opened to address it.